Event description:
It was reported that the tip of the torx driver was broken during use in surgery. There were no patient complications.

Manufacturer narrative:
(B) (4). The device was returned to medtronic for evaluation. Visual examination found that a portion of the torx has been chipped off. The tip of the driver does not appear to be broken. This instrument has been in service for several years and fatigue stress and/or use of excessive force may have contributed to tip damage. Hardness test of the instrument was found within specification. A review of the device history records found no documentation to indicate a non-conformance to specification.